Event description:
Zoll distributor reported that during a demonstration performed by a zoll representative and the distributor personnel, the thermogard xp ivtm system (sn: (B)(6)) displayed a mid:09 (air trap assembly) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A followup report will be filed if and when the product is returned and investigation has been completed.